Event description:
Received call from bureau services of the blind stating that pt has a pump that is not working. Contacted pt and was informed that he has been on injections for the past six months. Pt stated that he works in an extreme heat environment and started to have difficulty with his pump (erratic blood sugars). He disconnected himself from the pump but did not call technical support because pt could no longer afford insulin pump supplies. This required no physician or hospital intervention. Insulin injections were administered at home.